Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from on (B)(6) 2023 of 28-29 mg/dl, and the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The low bg causes were not known. On one occasion, the customer was weak and unable to hold onto a bottle of sprite because of the low bg, and received third party assistance from their spouse, who provided a glucagon injection to address bg, and the customer consumed carbohydrates to address bg for the other low bg levels. It was also reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text: device not returned.